Event description:
The customer contacted heartsine to report that their pad-pak had a deformed locator pin. In this state the device may not make sufficient contact with the pad-pak to deliver power to the device or shock energy to the patient. Therefore, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-pd-3150 device is not available for distribution in the united states but is similar to the pad-pak-01 which is distributed in the united states.

Manufacturer narrative:
Heartsine evaluated the device and verified the reported issue. One of the pad-paks could not be inserted in a known good device as the locking clips could not be engaged. This is due to the bent locator pin. The second of the two returned pad-paks was successfully inserted into a known good device as both locking clips engaged. The cause of the bent locator pins was traced to manufacturing.

Event description:
The customer contacted heartsine to report that their pad-pak had a deformed locator pin. In this state the device may not make sufficient contact with the pad-pak to deliver power to the device or shock energy to the patient. Therefore, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.